Event description:
Erin reported that this is the worst patient this could have happened to. She reportedly was hurt by her previous chiropractor. Friday morning, a patient was on therapy, the day prior the 26th she stated that halfway through her treatment one side was working and one wasn't, they changed the intensity on one side it didn't seem like it was properly working. Friday she was about 5 minutes in and she claims they got hot, felt uncomfortable, notified staff, zapped her off the table and the electrodes were in her hair. There were no marks but she just seemed anxious. They offered a ice, private room and to drive her home. She declined, she needed to get to her son. The clinic followed up with her that evening and stated she was frightened she was afraid she was going to die. She was on a rolling table. She was also wearing a necklace. Patient reported she went to the emergency room, the current was strong enough to break bones or kill you. The ER reported that is 120v can get cooked in a microwave and it could kill you. Symptoms include erratic heartrate, swelling, nausea, arms black and blue and couldn't get her an IV started due to the bruising. Patient reportedly have a CT scan. The ER told her it could kill her. The customer is going to see a cardiologist as well from this incident. The customer did cancel therapy today and has been pleasant up to this point. She has not said anything about medical bills or legal action at this time. The other two units were not involved with the burn, they have the overload protector going on and resets the intensity back to zero. Not burning or bruising was noted by the clinic after treatment. No photos have been taken at this time. The clinic did reach out to their mitigation team to report the incident prior to reporting to their distributor and prior to the event turning so serious as a precaution. Trigger word form the initial report is the office manager who is not a health professional and did not report this event to the FDA. Patient is a 52 y/o female, who is 65" tall and 115 lbs. She has pre-existing medical conditions listed as; hashimotos, c3-c7 fusion, l3-l5 fusion, steroids' allergies, and is a non smoker. Device was being used in a physicians office, the operator of the device is a ca and the device is 6 months old. It was purchase on (B)(6) 2023. A intersegmental traction table was also being used at the time of the event. Patient reported that several minutes into treatment, the electrodes became hot within her cervical spine, resulting in a "shock" that shocked her off the table. Office manager is unsure if modulating programs were used. Lead wires have not been replaced as they are only 6 months old. If-4p was bring used, with a 45 degree vector, the beat hi is 150 and beat low is 80hz, and cf is set to 4.0 khz and the treatment time was set to 10 minutes. (4) 2x2 self adhesive electrdoes were used and placed on the (2) cervical and (2) lumbar spine, and had 4 previous uses. Electrodes are stored in their plastic bag and sealed. No knowledge of of ointment or solvent was applied to the skin prior to treatment. Confirmed that electrdoes were not placed on open, swollen, inflamed, infected skin. Office manager is unaware of any burn marks. Patient did not mention any burns nor were any notated. Patient reports increase spasm, pain in arms & erratic heart beat developing 24-48 hours after incident. User had prior experience with the waveform. The patient sought medical attention. Unsure what if-4p waveform is, see attached photo and 4 electrodes were used altogether. Patient reports allergy to steroids. Microblock electrdoes were being used with the device. New leads were not tried but they were swapped out with other devices. The lead wires show no exposed wires or damage. Was there any lifting on the electrdoes? When you say "lifting" are you referring to the electrode not having great contact with the skin? If that's the case, then I know there was one scenario in which the adhesiveness was lacking and the staff informed her it was time to replace, and it was that session she experienced the shocking sensation. Other instances where here was no shocking & they just stopped working dates would range from the 1st use of the electrodes to having many visits of usage prior to it not working. When were the lead wires last replaced on the device? Leads have not been replaced since we purchased the units on (B)(6) 2023. Do you see any error codes on your unit when the stimulation stops? No error codes the electrdoes are part # 400-877-mic with lot codes tr15558131, tr15554831, tr15516851 **user manual attached. Page 7, #6: "6. This device should not be used adjacent to or stacked with other equipment. If adjacent to or stacked equipment use is necessary, this device should be observed to verify that it is operating within the normal configuration in which it is to be used." Page 16, caution, #1: "before applying the self-adhesive electrodes, it is recommended to wash and degrease the skin, and then dry it."

Manufacturer narrative:
Product observations: there is no apparent damage to the lead wire connecting cables which would be expected to impact performance. There are light scratches and some debris on the cables consistent with use. The device had light scratches and scuffs but otherwise it appears clean and in good condition. Warranty label was secure and intact. Delay in final testing as oscilloscope was sent out for annual calibration. Eta 2-week (B)(6) 2024. Each channel was tested at the 25v & 50v a 12-minute run cycle using equipment ID no. (B)(4) digital oscilloscope with and 1000 resistance connected per OEM 4-pole interferential mode product specifications. Conclusion: the device conforms to the product technical specifications. The test was repeated on all 4 channels. During all tests, the device intensity could be increased and decreased by the associated number knobs (1-4) without error. No spike in current, frequency or pulse width was captured during testing.